Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during ligation of branches of a saphenous vein, vasoview hemopro 2 cautery stopped. No patient injury noted. Minimal delay in case to open a new kit.. Visualization was not compromised, no notable characteristics about the tunnel. Unknown if pre-cautery test was performed. Unknown how long it took device to time out. Unknown if the polyfuse was in effect. Extension cable and adapter are new within the last year. Power setting of power supply on 3. No issue with the jaws noted. No trouble shooting steps were taken. End users have been educated and are aware of the IFU and the safety feature of the device. They refuse to continue use of the device once cautery stops. They removed device and continued case with a new device.